Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the battery cap was unable to fully secure. The cap was able to maintain electrical connection for 24 hours. There was no power loss duplicated. The black box verified a "power interruption" at the time of the overheating.